Event description:
Tandem mobi pump was reported to be non-functional as it would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through several troubleshooting steps, which did not initially resolve the issue. However, the pump began charging with a third-party charger, negating the need for a replacement pump.